Event description:
Olympus was informed that during a transurethral resection of the bladder tumor in saline the output of the ues-40s had not been sufficient when the physician had pushed the foot switch of the ues-40. The physician had changed the settings but the problem had not been resolved. The physician had changed the ues-40 to another electrosurgical unit and completed the procedure. There was no pt harm reported.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2012-00299. Olympus medical systems corporation (omsc) performed a MDR retrospective review and omsc found that this supplemental report is required. Omsc investigated the subject device and found that the element of the power-supply unit of the device was broken. Therefore the high frequency output of the device became decrease. Consequently the physician felt that the high frequency output of the device was insufficient. Because the similar phenomenon was never reported, there was the possibility that this phenomenon was attributed to the long term use (seven years) and accidental deterioration. The subject device was serviced and returned to the customer. Olympus stated the appropriate handling of the ues-40s and the counter-measures against the irregularity in the instruction manual. Also, omsc checked the manufacture history of the subject device, there was no irregularity found. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The reference device was returned to the olympus for evaluation. The evaluation confirmed the user's report, but the exact cause was not determined. The exact cause is under investigation. Also, olympus checked the manufacture history of the subject device, there was no irregularity found. The exact cause of the reported phenomenon could not be conclusively determined. Olympus stated the appropriate handling of the ues-40s in the instruction manual when the ues-40s had abnormalities. This report is being submitted as a medical device report in an abundance of caution.